Event description:
The customer reported that the balloon has busted and caused issues. Additional information received from the patient on (B)(6)2024 stated the catheter balloon deflated causing him to develop sepsis. This occurred around (B)(6) 2023. Exact date unknown. He was taken to the hospital via ambulance as he does not drive due to his multiple sclerosis diagnosis. He was admitted for about a week and was on an antibiotic. The name of the antibiotic is unknown. He stated the infection was related to the balloon deflating. He was told he is now more susceptible to infections. He stated he has been using the dover foleys for 5 years and did not have a problem until last year. He confirmed that he only uses the lubricant from the kit, no other products are used.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event as no lot number or product samples were returned for evaluation. The manufacturing process was reviewed. The current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. The product 6950 was discontinued in august 2023. No actions are required at this time. All information received will be used for tracking and trending purposes.